Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
It was reported that an audible crack was heard upon deployment while malleting the superion indirect decompression spacer during an implant procedure. It was noted that the damage to the spacer was likely due to an osteophyte on the fifth lumber spinous process. The original spacer was removed, and a new, smaller implant was used to complete the procedure. The patient did well postoperatively. The original device was not returned for analysis.